Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after puncture blood was pooling in stopper well with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: after puncture, when the blood was collected to 1ml, the blood dripped from the interface between the needle and the tube stopper, and the collection was smooth after the tube was changed.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after puncture blood was pooling in stopper well with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: after puncture, when the blood was collected to 1ml, the blood dripped from the interface between the needle and the tube stopper, and the collection was smooth after the tube was changed.